Event description:
No additional information was provided.

Manufacturer narrative:
A sample and a photo of a 3 ml ll syringe (p/n 309658) were received and evaluated. The photo shows a loose syringe with yellow-like embedded foreign matter on the barrel's collar. The sample itself was also loose and had embedded foreign matter at the tip and collar. The condition observed is non-conforming per product specification. A molding engineer confirmed the defect to be embedded foreign matter from the mold. The potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 2034969 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter: "syringe found to be contaminated, some debris found at the top head of syringe and inside as per attached pic.".

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.